Event description:
It was reported that the patient received an unnecessary shock when the device algorithm failed to withold a shock due to t-wave oversensing (twos). Follow up is currently in process for additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185 competitor implantable tachy lead - (B)(6) 2006; 4470 competitor implantable pacing lead -(B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received an unnecessary shock when the device algorithm failed to withold a shock due to t-wave oversensing (twos). It was further reported that the device sensitivity was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.